Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for initial implant, the lead could not be positioned in the right atrium. Multiple attempts to fix the lead failed. The lead exhibited high capture threshold and low sensitivity during the positioning attempts. The lead was replaced, and all parameters were within normal range post procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.